Event description:
Abnormal impedance was observed between rv tip and ring, lead was reprogrammed tip-coil. Rv lead fracture was noted. Lead was replaced. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).